Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: the needle broke in half. After a few hours, they were able to locate both pieces of the needle and the pt is fine. They retrieved part of needle in cuff and used an x-ray to find the other half. No tissue damage or bleeding reported. The case was delayed 2-3 hours. All pieces were retrieved from the cavity.